Event description:
It was reported that when a guide wire was advanced through the xience pro stent delivery system (sds) lumen, the guide wire exited the device through a hole caused by a kink in the hypotube, not the exit port. It is unknown when the kink in the shaft occurred. The device did not enter the patient anatomy. A new sds was used to successfully complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.